Manufacturer narrative:
The reported event was unconfirmed - product met specifications. Visual inspection noted one trocar was received with the original packaging. Visual evaluation noted no obvious defects. The trocar appeared to be very sharp with no abnormalities. This meets specifications stating the trocar point tip and all edges shall be sharp, free of burrs, nicks and distortion, and bent points are not allowed.the device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the trocar was dull.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the trocar was dull.